Event description:
The customer contact reported the device alarmed with a 09/001 (backwards motor) service alarm code. The device was returned to the biomedical dept with a report of broken or an unspecified error code. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were on reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device alarmed with a 09/001 (backwards motor) service alarm code. Though requested, no additional info was provided.

Manufacturer narrative:
Initially the device passed testing. Further testing found the device did not pass the check back movement test. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.